Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 01-jul-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient reported they couldn't connect for their bolus. The patient stated they tried to take one last night and when they attempted to "charge it" this morning, the communicator wouldn't connect and it went to "switch communicator". The patient mentioned the handset was 90% charged. The agent had the patient close all applications, launch myptm, turn on communicator and attempt to connect. The patient stated seeing "not found communicator". The agent had the patient press retry and they were still getting the same message. The agent had the patient press "switch communicator" but the message persisted. The agent had the patient close all applications. The patient confirmed bluetooth and location were on. The patient attempted to connect but the message persisted. The patient requested to call them back due to static line. The agent called the patient back but the line kept on disconnecting. Due to the nature of the call, the hcp and drug name were not obtained. The patient called back and stated that after talking to patient and technical services (pats), he found the port on the communicator was loose when the power cord was plugged into the communicator. The patient stated they were able to get a bolus. The patient stated that they got 4 boluses a day. The agent re-opened the case to send a request to the repair department for a communicator replacement.

Manufacturer narrative:
H3: analysis of the communicator found ¿micro usb charge port is loose¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they didn¿t know the cause for the communication issues and port being loose and the replacement communicator resolved the problem.